Event description:
During a lap gastric bypass procedure, half way through the case the surgeon went to use the shears and encountered an error code 5. The instrument was cleaned and re-connected and continued to produce the instrument error code message. The surgeon had used the shears across the small intestine mesentery and greater omentum. When the instrument went into error mode was when he attempted to create the gastric otomy. There was no reported patient consequence.